Event description:
(B)(4). Started out as hives with extreme itching. Over the course of 2 years I cannot count the emergency room visits from anaphylaxis. I take multiple antihistamines daily to help control the allergic reactions. Finally, after two years of living hell they find out I am allergic to nickel.